Event description:
Additional information from the patient reported the reaction to cipro had been resolved. The patient stated the steps taken to resolve the reaction to cirpo were their family doctor gave them some medication that stopped it within a couple of weeks. The patient reported they first had c-diff in late (B)(6) 2014 and (B)(6) 2015. The patient stated they did not consult their doctor, as they were on vacation in (B)(6). The patient noted it lasted about a month. The patient stated it then started in (B)(6) 2015, the patient noted they were in (B)(6) also, but they went to the family doctor as soon as they got home. The patient stated that in addition to c-diff they experienced a reaction to antibiotics in their hands. The patient noted it was very painful, but the medication took care of it in just a few days.

Event description:
A patient reported she had a lot of problems with clostridium difficile colitis in november 2015. The patient stated it was a reaction to the ciprofloxacin. The patient noted they had too much ciprofloxacin. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.